Manufacturer narrative:
Additional information received on 04 april 2017 and includes: the patient lacked flexion. The surgeon removed the cemented patella as well as 3-4mm of bone. He implanted a size 3 patella. He performed a lateral release to ease soft tissue tension. The surgery was completed successfully. Batch review performed on 19 april 2017. Lot 163383: (B)(4) items manufactured and released on 04 august 2016. Expiration date: 2021-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The knee is loose in flexion. The surgeon planned to revise the poly on (B)(6) 2017.